Manufacturer narrative:
Serial number: (B)(4). For 2 of the 2 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve the 1 event, the bag to vent switch was replaced to resolve the reported issue. For 1 event, the hospital biomed determined that the adjustable pressure limit valve (apl) was defective and that the issue had been resolved.

Event description:
This report summarizes <noe> 2 <noe> malfunction events. A review of the event indicated that model 1009-9002-000 anesthesia gas machine experienced a malfunction causing a loss of manual ventilation. These reports were received from various sources. Of the 2 events, 2 did not involve patients.